Manufacturer narrative:
This event occurred on an unspecified date "about two months ago". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced abdominal inflammation. It was not reported if the patient was hospitalized for the event. The cause of the abdominal inflammation was not reported. On an unspecified date, the patient was treated with an unspecified antibiotic for the abdominal inflammation. During treatment, pd therapy was ongoing. At the time of this report, the patient outcome was not reported. No additional information is available.